Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states their levels had been in the 600mg/dl. The customer states they had been treating with manual injections. The customer states they are currently off pump and sensor due to heart attack. The customer states they would contact their trainer for additional resources once they were back on the device.